Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding this report, but with no result. Olympus checked the subject device and found the error02 was displayed at the front panel and no output provided. After changing and oscillation board of the device, the subject device worked properly. The cause of the error was identified as the defect of the board. Olympus also checked the manufacture history of the subject device, there was no irregularity found. The source of the damage of the board likely was operating the device beyond recommended energy delivery interval. The ues-40 instructions for use advises users, "caution: the maximum output the should be 10 seconds and there should be an interval of 30 seconds between outputs. There was no info which the subject device was related with the pt injury because the date of occurrence of the error had not been received. Ues-40 has a function that the error02 displays at the front panel and output stops when the board has fault and intended output is not provided. Therefore, olympus considered that normal output had been provided during the procedure until error02 was displayed. The exact cause of the pt injury could not be conclusively determined, however common complication of tur procedure cannot be ruled out as a contributory factor. If further significant add'l info is obtained, this report will be updated. This report is being submitted as a medical device report in an abundance of caution. Cross-reference MFR. Report # 8010047-2013-00097, 00098, 00099 and 00101 for other related reports.

Event description:
Olympus was informed an incident, using the ues-40 from a facility in (B)(6) that stated, "after bipolar turp, following withdrawal of the catheter at the outpatient clinic, the pt was suffered urinary retention, rendering it impossible to remove the catheter. He reported to the emergency department of another centre for subsequent eval. He has not continued with f/u at our centre. Consequences for the pt: he has required bladder catheterization and is currently undergoing eval at another centre. We therefore do not know his current clinical status."